Event description:
Customer stated that her paradigm link glucose meter was giving blood glucose of over 300. Customer stated that she followed the bolus wizard and delivered her insulin. Customer stated she had to call emergency med techs. Customer also stated that her paradigm link registered blood glucose of 159, but emergency med techs had her blood glucose at 42. No other trouble shooting done.